Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a delay for operation check mode and service mode. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 device ((B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the problem was a defective som - pca, which showed the op check and service mode roding error message. Based on the information available and the testing conducted, the cause of the reported problem was a defective som - pca. The reported problem was confirmed.